Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The device was unable to prime at 2.5 lbs during prime testing, due to faulty force sensor resistor. No motor error, no delivery or low reservoir alarm noted. The motor passed motor test. The device was received with minor scratches on the lcd window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported via phone call that the customer received a motor error on the insulin pump during priming. The customer's blood glucose level was 124 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was using the sensor feature and was advised a false motor error could be caused by viewing the sensor glucose graph while the device delivered a bolus. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.